Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) over 600mg/dl with large ketones, but no symptoms. Patient self treated with insulin via injection and a site change. During troubleshooting, customer support found that when the battery is removed for less than 24 hours, the time/date reset to the factory default for pump model. The time/date issue is not being reported as the because, the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: unable to duplicate the complaint. Unable to verify a time/date reset to the default setting in the black box. Black box shows unexplained por on 10/11/2014 05:12; deliveries resumed 10/13/2014 22:42. Pump was exercised for 24hrs. After 24hrs the battery was removed for approximately 23hrs; when the battery was reinserted the time/date did not reset to the default setting. The tdd¿s add up correctly and reflect user's programmed basal rates. No activity outside normal use observed in the pump history. Pump successfully passed a delivery accuracy test and was found to be operating within required specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.